Manufacturer narrative:
H10: vyaire failure analysis was not able to reproduced the reported issue. Visual inspection did not shown any signs of physical damaged. Input voltage testing was performed using document (B)(4) rev f as a guide found the display airway pressure to show the proper pressure during a circuit calibration and after dropping the voltage down to 10v and supplied 20cmh20 of pressure the voltage output reads 4.754v (specification = 4.591v - 4.875v). The system was then cycled for 20 minutes and no fluctuations nor sluggish pressure responses were found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator has transducer fault alarm. As of this time, there is no information about patient involvement associated with this reported event.